Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found following. While warming the distal end and video connector, there was no image abnormality. While operating the angulation control lever and moving the universal cord, there was no image abnormality. There was no image abnormality during long-time continuous running. There was no water ingress into the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Because the reported phenomenon could not be duplicated, the exact cause of the reported phenomenon could not be conclusively determined. However based on the reported information, omsc surmised that the reported phenomenon might be attributed to the failure of the ccd unit. Temporal contact failure might have occurred at the ccd cable and/or electrical component. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic inguinal hernia repair procedure, the endoscopic image became greenish and was noisy when angulation control lever was moved. The user cycled the power of the video processor and reconnected the subject device to video processor, the issue could not be resolved. Then the user wiped the electrical contacts of the video connector of the subject device with dry gauze, the issue could not be resolved. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.